Event description:
The pt received 2 scs leads with the same lot number. It was reported, the pt has not received effective stimulation since implant; however, the pt received more effective stimulation with this trial. Reprogramming is to be attempted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.